Manufacturer narrative:
During evaluation, the following were found: metal piece stuck on video scope connector, cable failed leak test on video scope connector and a faded label on rear cover. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head had metal piece stuck on video scope connector after the customer jammed the camera head and tried to pull it out. The camera head broke apart and the customer had to open the front panel to get the camera head shipped. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: g2, e1. Additional information fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: since the device was damaged, it did not satisfy product specifications. Olympus will continue to monitor field performance for this device.